Manufacturer narrative:
Initial MDR with device evaluation. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material number: 305109; lot number: unknown it was reported by the customer that the needle is missing and there is foreign matter in the packaging. Rcc received a complaint via email. Email(s) attached spontaneous patient did report a manufacturing defect with the needle, needle was not present and there were black specs inside packing, unknown if patient missed dose. No adverse event reported. Unknown if patient still has defective device on hand for return. Unknown if md is aware. No further information provided. Reported to (B)(6) by: patient/caregiver. Catlog - 305109